Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 16f, and the evar procedure was completed. Reportedly, post procedure, the sutures came out of the vessel for both devices when tension was preparing to advance the knots. Another prostyle suture was placed with the knot successfully advanced to the vessel wall; however, hemostasis was not achieved in the large-hole puncture site. The operator opted to discontinue prostyle use and used manual compression to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional vessel closure device referenced in b5 is filed under a separate manufacturing report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was confirmed based on returned device condition. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.